Event description:
End user fell and rollator frame broke at leg on the 65650r rollator. It is not clear if the end user fell and broke rollator during the fall or if the rollator caused the end user to fall. It was reported that end user scraped back but did not seek medical attention.